Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to third-party service center for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to third-party service center for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. The device's blower and machine flow sensor were replaced to address the issue.